Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: contamination was observed under all of the keypad button contacts. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012, with the following findings: contamination was observed under all of the keypad button contacts. The keypad was found to be intact. The "contrast" button was found to be intermittently responding. All other keypad buttons were found to be responsive during evaluation.